Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2018, abbott point of care was contacted by a customer regarding I-stat cg8+ cartridges that yielded a suspected descrepant hematocrit (<15%) and potassium (6.4mmol/l) results on a patient. The customer repeated the test using another lot and results were as expected. There was no patient information available at the time of this report. The customer states the patient was transfused . Return product is not available for investigation. Method: date: time: potassium: hct: transfused: na, (B)(6) 2018, 18:30, na, na, 1 unit packed cells (256ml). I-stat, (B)(6) 2018, 19:38, 6.4mmol/l, <15% pcv. I-stat, (B)(6) 2018, 20:00, 3.6mmol/l, 30% pcv. Na, (B)(6) 2018 , *20:00 na, na, volume 500ml and 2 units of packed cells, *after 2000 (exact time unknown). At this time there is no reason to suspect a malfunction exists. The reporting decision was based on information available that suggests the product was not performing within the variability of the assay.

Manufacturer narrative:
Apoc incident #: (B)(4). The investigation was completed on 11/19/2018. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ac (product complaint level 2 and level 3 investigation procedure). No deficiency has been determined for the lot.